Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a cystoscopy. It was noted in the operative report that there was in injury of the mesh into the bladder during surgery. Following insertion, the patient experienced erosion, extrusion and urinary problems. The patient underwent mesh removal on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2005 to treat stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2008 and intexen was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had aborted tot placement and excision of previously placed vaginal tape as she was dx. For stress incontinence and erosion of previous mesh on (B)(6) 2007. It was reported that on (B)(6) 2007 that the patient had lot of pain. From the surgery she had 3 weeks ago. It was reported that on (B)(6) 2008 the patient had excision of an eroded mesh. Reports her incontinence is significantly worse since that was removed. On physical examination am quite concerned that she may have had some sort of fistula formed as the dissection was quite extensive. It was reported on operative report on (B)(6) 2008 that the patient had cystoscopy and pelvic examination done due to stress urinary incontinence. Patient was seen to have leaking out of her urethra, but no evidence of any vaginal or urethrovaginal fistula. It was reported that the patient had sinus septoplasty in (2010), ((B)(6)) and ((B)(6)). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urgency, urinary leakage, urinary frequency, and nocturia.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, urgency, urinary leakage, urinary frequency, and nocturia.